Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device showed a hair inside the pouch. Complaint was confirmed. According to the evidence and the information provided by the customer, it is most likely that the problem occurred during the manufacturing process, therefore, the most probable root cause of "manufacturing" is selected for this complaint. There is an investigation in place to address this issue a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was used during a biopsy procedure. According to the complainant, during unpacking of the device outside the patient, there was hair found inside the sterile barrier. There were no other reported issues with the device packaging and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps was used during a biopsy procedure. According to the complainant, during unpacking of the device outside the patient, there was hair found inside the sterile barrier. There were no other reported issues with the device packaging and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.